Event description:
During pt use, when the power pac battery was removed and reconnected, the ventilator did not recognize the power pac batter. Replacing the battery resolved the issue. No pt injury was reported in this case.

Manufacturer narrative:
Although requested, additional pt info was not provided.